Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main plug connected to the power outlet was loose, causing the station not to stay on. A field service engineer (fse) verified the issue and confirmed that the problem was related to the network rather than the power supply. The fse checked the ethernet cable and reviewed the firewall settings, then disabled the firewall, rebooted the system, and performed firmware updates to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system main plug connected to the power outlet was loose, causing the station not to stay on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.